Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, the patient's reciever was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) date of event - correction date of this report - correction describe event or problem - correction describe event or problem - additional device available for evaluation - additional concomitant medical products and therapy dates - additional initial reporter - first name - correction initial reporter - last name - correction initial reporter - email address - correction initial reporter - address line 1 - correction initial reporter - postal code - correction initial reporter - telephone number - correction, correction/additional information/device evaluation device evaluated by manufacturer - additional event problem and evaluation codes - correction to remove (B)(4), event problem and evaluation codes - additional.

Event description:
Foreign distributor contacted dexcom on 04/07/2016 on behalf of the patient, to report that on (B)(6) 2015, the patient's receiver was overheating. The receiver was returned for evaluation. An external visual inspection was performed and found a damaged universal serial bus connector. Functional testing was attempted but could not be performed because the receiver would not boot up or charge. Additionally, the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the universal serial bus connector was dislodged and shorting against the q1, fb1, and c1 at the uiu1 board. Pictures were taken. The reported event of an overheating receiver was confirmed. The root cause was determined to be g4 main printed circuit board assembly.